Event description:
It was reported that a trained technician attempted arteriotomy closure of the common femoral artery, after a diagnostic procedure. Reportedly, the clip was deployed and attached in the distal end of the exchange sheath. It was unk how hemostasis was achieved. There were no adverse patient effects. There is no additional information available.

Manufacturer narrative:
A 2cm piece of the device is expected to be returned for investigation. It has not yet been received. There was no lot information. We were not able to perform device history record review in this case.